Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, concentric 99% stenosed, de novo, distal right coronary artery, after the guide wire crossed the lesion and was positioned the 1.2 mm x 6 mm mini trek balloon catheter was advanced; however, during the first inflation of 10 atmosphere for 10 seconds the balloon ruptured. There was no reported adverse patient effect. There was no clinically significant delay in the procedure due to the device issue. A non-abbott balloon was used to complete the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue; guide cath: radiguide 6f jr3.5. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Balloon material rupture can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Additional information received from the account stated that the balloon was initially soaked and prepared for use per the instructions for use (IFU). As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was characterized as moderately tortuous, moderately calcified and 99% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) and weakened from an interaction with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. However, as the product was discarded by the account, it was not returned for analysis and may have aided the investigation. Based on the information provided and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported from this lot. All dilatation catheters are visually inspected and leak tested during manufacture. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.